Event description:
The doctor claims that the graft was implanted for an aortic iliac replacement procedure. During the procedure the patient developed a coagulopathy (exsanguinated due to d.i.c.) And died. The doctor was not sure if the death was device-related, but wanted to reported the incident. The graft was left in the patient. In 2002, co received the following additional information by phone from the doctor: the new graft was anastomosed to a previously implanted hemashield graft. At the time of the surgery, there was no bleeding from the graft or untoward bleeding from anywhere else in the patient's body. The patient was given some autologous blood during the procedure. The procedure appeared to be successful without incident. About one week post-operatively, the patient was diagnosed with a high prothrombin time and was given a transfusion of fresh frozen plasma which contained clotting factors. The patient expired in 2002 from the coagulopathy. The autopsy revealed blood loss throughout the body, but did not reveal any abnormal pathology which could explain the coagulopathy or high prothrombin time. The doctor indicated his belief that there may have been a reaction to the polyester or the bovine collagen sealant on the new graft if the patient had become sensitized previously.